Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not availabl.e

Event description:
Patient had an accolade tmzf ceramic on ceramic years ago, and recently seen by dr. W complaining of pain and noise. Dr. W removed the metal liner and ceramic head, and replaced it with an mdm construct, leaving the acetabular shell and stem in place. Nothing was loose or broken.